Event description:
End user states: that the frame of the chair wobbles when he rides in it. He says the bars connecting to the frame are not sturdy which causes the wheels to come off the ground. No reported ill effect or injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx58fb, serial number/date (B)(4) is approximately 2 years, 3 months old. The owner's manual part number 1110546, rev.e (jun-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.